Event description:
Additional information received reports that the patient's infection is now resolved.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had a infection at the ipg site. Surgical intervention was undertaken and the system was explanted.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.